Manufacturer narrative:
This final MDR will be the only report submitted .conclusion:a non-sterile enterprise device was received inside of a pouch. The delivery wire was inspected and no damages were noted on it. The introducer tube and the stent were not returned for evaluation. The functional analysis could not be performed as the stent was not received for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10771835. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿stent - deployment difficulty-premature/in microcatheter hub¿ could not be evaluated as to the stent was not returned for analysis. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. There were no significant safety signals identified related to the reported event based on a review of complaint history for the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This follow-up MDR will be the only report submitted for MFR report #1226348-2017-00177.

Manufacturer narrative:
This follow-up MDR will be the only report submitted for MFR report #1226348-2017-00177. Additional information received on october 18, 2017: there was no damage noted to the stent prior to the procedure. The stent was pulled back through the microcatheter in order to remove it from the patient. There were no kinks or bends noted to the microcatheter that may have contributed to the reported event. The intended procedure was a coiling procedure of a fusiform aneurysm in the middle cerebral artery (mca). The procedure was completed with a new coil. There was no delay in procedure. The patient¿s information is not available. There were no adverse events to the patient and the patient was reported to be ok post procedure.

Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #1226348-2017-00177. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that an enterprise2 (enf402300/10771835) prematurely deployed into the rhv during a procedure.